Event description:
The customer reported conflicting results with two (2) binaxnow covid-19 ag self tests, both performed on (B)(6) 2024. The customer tested with their first test and received a positive result, though the customer deviated from the procedure. The customer re-tested with the correct procedure and received a negative result. The customer experiences symptoms of fatigue and a cough. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
Correction: b5: updated summary to improve clarity. H6: changed code f26 to f24. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 854819a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 854819a, and device part number 195-430wjr / lot 854819a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 854819 showed that the complaint rate is (B)(4)%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 854819 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported conflicting results with two (2) binaxnow covid-19 ag self tests, both performed on (B)(6) 2024. The customer tested with their first test and received a positive result. The customer then tested with a second binaxnow covid-19 ag self test and received a negative result. The customer experiences symptoms of fatigue and a cough. No additional patient information, including treatment and outcome, was provided.